Event description:
(B)(6) year old pt with invasive gastric adenocarcinoma underwent roux-en-y (gastric bypass) reconstruction surgery on (B)(6) 2014. A martistem psm device was utilized as reinforcement over the esophago-jejunal junction as part of the gastrectomy procedure. Four (4) days post-op, on (B)(6) 2014, the pt presented with congestive heart failure (chf).

Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with the FDA, state, local, and manufacturing operating procedures. A sister device from the same lot was tested and met all release criteria. There was no report of device failure at the time of surgery.